Event description:
The reporter indicated that on (B)(6) 2022 while opening the lens vial for a 13.2mm vicmo13.2, -8.50 diopter, implantable collamer lens, the lens vial broke during the uncapping process. The lens was implanted. No patient or surgeon injury have been reported.

Manufacturer narrative:
Device evaluation: returned product evaluation found the lens vial broken at the neck. No lens was returned. Lens work order search-no similar complaints reported for units within the same lot. Based on the results of the investigation, the probable cause of the failure is likely due to change in the packaging configuration of the lens vials. An action plan, health hazard evaluation (gp-1416), on 2ml vial breakage was initiated. The hhe found no severe threat to public health and the observed frequency of the reported event of the vial breakage is occurring within the expected range with the risk also being in an acceptable range. Nipro has agreed to send future vial shipments to staar using the prior packaging configuration to prevent further vials from breaking during usage or shipping. Thus, no further action is required at this time. Claim#: (B)(4).

Manufacturer narrative:
H6: based on the results of the investigation, the probable cause of this event is related to a change in the packaging configuration of the 2ml vials. The health hazard evaluation (gp-1416) found no severe threat to public health. An action plan, CAPA m22-04, has been initiated to assess and implement corrective and preventative actions for the failure identified in this complaint. Claim# (B)(4).